Event description:
It was reported that the patient with this neurostimulator requested a new battery replacement. The physician performed an x-ray and observed that the lead had moved downward, prompting replacement of both the battery and the lead. The patient fully recovered, and no complications were reported. The patient was doing well post-procedure.

Manufacturer narrative:
Product code (d2b) - additional product code qon. UDI for concomitant product, neurostimulator: (01)10810005340066. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. Lead lot number reported as: al1u803333.

Manufacturer narrative:
Product code (d2b) - additional product code qon. UDI for concomitant product, neurostimulator: (B)(4). Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. Lead lot number reported as: al1u803333.

Event description:
It was reported that the patient with this neurostimulator requested a new battery replacement. The physician performed an x-ray and observed that the lead had moved downward, prompting replacement of both the battery and the lead. The patient fully recovered, and no complications were reported. The patient was doing well post-procedure.